Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, a 1.5mm x 1cm deltaxsft10 coil (deltaxsft, l16085) was being used as the final finishing coil. After the coil detached and was removed from the excelsior microcatheter (mc), there was ¿something sticking out¿ at the end of the mc. The procedure was well completed. There was no patient injury reported. The device was removed from the patient without additional intervention. The device(s) were used and prepped as per the instructions for use. The concomitant devices functioned as expected. There was no device fragments that remained in the patient. There was no excessive force applied to the device. There was no difficulty with device positioning. One non-sterile deltaxsft10 1.5mm x 3cm unit was received inside of a pouch. Also, one excelsior mc (non-j&j product) was received inside the pouch. The received device was visually inspected, no damages were noted on it. Then a microscopic inspection was performed, the distal outer sheath was found heated and the embolic coil was not returned with the device. No other damages were observed. Also, the marker band was found at 36.1cm from distal end which is within specification. An x-ray was performed to the excelsior mc (non-j&j product). According to the event, something was stuck in the final part of this mc (embolic coil). Nothing was found in the distal part of the received mc. A manufacturing record evaluation was performed for the finished device l16085 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿marker band- offset/out of position¿ was not confirm. The marker band was found within specification. Neither the product analysis nor the mre suggest that the failure reported could be related to the manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Based on the photos provided by the account, the analysis of the failure reported by the client cannot be conclusively determined because only the product label can be seen in the photo provided. A manufacturing record evaluation was performed for the finished device l16085 number, and no non-conformances related to the reported complaint condition were identified.

Event description:
As reported by a healthcare professional, during a coil embolization, a 1.5mm x 1cm deltaxsft10 coil (deltaxsft, l16085) was being used as the final finishing coil. After the coil detached and was removed from the excelsior microcatheter (mc), there was ¿something sticking out¿ at the end of the mc. The procedure was well completed. There was no patient injury reported. The device was removed from the patient without additional intervention. The device(s) were used and prepped as per the instructions for use. The concomitant devices functioned as expected. There was no device fragments that remained in the patient. There was no excessive force applied to the device. There was no difficulty with device positioning.